Event description:
It was reported that the insulin pump alarmed button error. The customer stated that it was raining but tit was unlikely that the insulin pump was exposed to moisture. The customer also stated that the buttons were unresponsive. The customer's blood glucose was 142 mg/dl. The discontinuation of the insulin was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm observed. No moisture damage found inside the insulin pump. The device was received with cracked case display window corner, and cracked lcd window.